Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported that the patient was hospitalized with diabetic ketoacidosis (dka) and dehydration on (B)(6) 2026. While wearing the pod for more than 48 hours, the patient's blood glucose level rose to 449 mg/dl. The mother stated that the pod was not adhering properly to the patient's skin. Upon removal, the adhesive was found folded, causing the pod to become loose and resulting in inadequate insulin delivery. Reported symptoms included hyperglycemia, vomiting, headache, and mild confusion. The patient was treated with intravenous (IV) fluids, a continuous insulin infusion, ketone therapy, and fluid replacement therapy for dehydration, and was prescribed lantus upon discharge. The medical team removed and discarded the device. The patient was discharged from the hospital on (B)(6) 2026.